Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level ranged from 250-255 mg/dl. The customer is using a backup insulin pump to continue therapy.